Manufacturer narrative:
(B)(4). Medical product - oxf anat brg rt sm size 4 PMA, item # 159569, lot # 631440 (remains implanted) .medical product - oxf uni tib tray sz b rm PMA, item # 154721, lot 2358744 (remains implanted).multiple MDR reports were filed for this event, please see associated reports: 3002806535-2018-00375, 3002806535-2018-00376. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial right knee procedure . The patient had fallen and was diagnosed with a loose body. Subsequently, the loose body was removed.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.